Manufacturer narrative:
The product should be manual use, not be used in connection with pump. This is unintended use issue, not a product quality issue.

Event description:
The customer reported they are using the cah brand syringes in the alaris infusion pump and experiencing medication delivering faster than should.